Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the shorted u409, as well as thermally damaged r684, r689, r45, q9, and q701. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.